Manufacturer narrative:
Device evaluation: visual analysis identified brown particle material on valve and fluids. Reason for reoperation: deflation and valve leak and/or damage.

Event description:
Additionally, healthcare professional reported "hole in valve/valve leak." Device has been explanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.